Event description:
Edwards received notification from a field clinical specialist that a patient with a 20mm sapien 3 ultra valve, implanted in the aortic position for 2 years and 1 months, is failing due to stenosis with high gradients. As reported, the patient had a prior savr back in 2017 with 19mm non-edwards valve. The s3u valve is now showing an ava of 0.91cm2, mean gradient of 51.3mmhg, and vmax 4.44 on an echo. The patient presented, with heart failure symptoms due to prosthetic aortic valve stenosis. The patient reports sob and ble edema. Patient will undergo further workup and CT surgery consult. At this point, no intervention has been scheduled.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of valve stenosis was confirmed based on the medical record. Available information suggests patient factors (atherosclerosis (dyslipidemia) ) likely contributed to the event as noted in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.